Manufacturer narrative:
Event date: the exact date is unknown; all patients included in the article were treated between (B)(6) 2006 and (B)(6) 2008.

Manufacturer narrative:
From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Restenosis and transient ischemic attack are known and anticipated complications to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported in the american journal of neurosurgery that the patient presented with greater than 85% stenosis in the middle cerebral artery. The patient suffered an intraprocedural transient ischemic attack (tia). The patient suffered from repeated transient blindness and severe headache when the stent system was manipulated close to the stenosis. The procedure was stopped to avoid the development of a stroke. The patient recovered from the tia without sequelae. Within twelve months of the procedure, the patient suffered an asymptomatic restenosis. No other information was provided.

Event description:
It was reported in the american journal of neurosurgery that the patient presented with greater than 85% stenosis in the middle cerebral artery. The patient suffered an intraprocedural transient ischemic attack (tia). The patient suffered from repeated transient blindness and severe headache when the stent system was manipulated close to the stenosis. The procedure was stopped to avoid the development of a stroke. The patient recovered from the tia without sequelae. Within twelve months of the procedure, the patient suffered an asymptomatic restenosis. No other information was provided.